Event description:
As reported, the contrast was leaked when the balloon on a 3mm x 20cm 150 saber percutaneous transluminal angioplasty (pta) dilatation catheter was inflated. The procedure was completed by changing to a new balloon catheter. There were no reports of patient injury. There was no difficulty removing the protective balloon cover or removing the sterile packaging components. The device was stored and prepped in accordance with the instructions for use (IFU). A contralateral approach was used. The target site was calcified. However, it was not tortuous, or had any acute angulation or bifurcation. The vessel was 75% stenosed. The access site had no calcification, tortuosity, stenosis, acute angulation, or bifurcation. The device maintained negative pressure during preparation. The device was not put into an acute bend at any point during the procedure. The device was able to be removed easily from the patient. The product was removed intact and in one piece from the patient. The device was inflated to 14 atm before the anomaly was noted. The gauge of the indeflator indicated a loss of pressure when the anomaly was noted. Pressure was maintained for 2 seconds before the anomaly was noted. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the contrast was leaked when the balloon on a 3mm x 20cm 150 saber percutaneous transluminal angioplasty (pta) dilatation catheter was inflated. The procedure was completed by changing to a new balloon catheter. There were no reports of patient injury. There was no difficulty removing the protective balloon cover or removing the sterile packaging components. The device was stored and prepped in accordance with the instructions for use (IFU). A contralateral approach was used. The target site was calcified. However, it was not tortuous, or had any acute angulation or bifurcation. The vessel was 75% stenosed. The access site had no calcification, tortuosity, stenosis, acute angulation, or bifurcation. The device maintained negative pressure during preparation. The device was not put into an acute bend at any point during the procedure. The device was able to be removed easily from the patient. The product was removed intact and in one piece from the patient. The device was inflated to 14 atmospheres (atm) before the anomaly was noted. The gauge of the indeflator indicated a loss of pressure when the anomaly was noted. Pressure was maintained for 2 seconds before the anomaly was noted. A non-sterile unit of ¿saber 3mm20cm 150¿ was received for analysis. Per visual analysis, a thorough inspection was performed on the unit, observing that neither the balloon nor the shaft or luer hub presented any damages or anomalies. The balloon was received not inflated. No other outstanding details were noticed. Per functional analysis, one inflator/deflator device was attached to the inflation port, and the balloon inflation test was done by applying positive pressure using the inflator/deflator device with the purpose of reaching the rate burst pressure (rbp). However, inflation of the balloon was not possible due to the leakage condition present at the balloon. Per microscopic analysis, the balloon was inspected with a vision system observing a pin hole on the surface where the water was leaking. The balloon surface presented evidence of a burst condition and secondary scratch marks located near the damaged border area. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface could probably lead to the damaged condition found on the received device. It seems that the material near the damaged area was affected with a sharp object from outside of the device. No other anomalies were observed during analysis. Sem analysis was not performed because the damages associated with leakage were visible with the magnification obtained with the vision system. The product history record (phr) review of lot 82296495 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-leakage-during positive pressure¿ was confirmed through analysis of the returned device since a leakage was found. However, the exact cause of the pin hole found could not be conclusively determined during analysis. Based on the information available for review and product analysis, lesion characteristics (target site was calcified with 75% stenosis) and procedural/handling factors likely contributed to the loss of pressure reported as evidenced by the pin hole and scratch marks found on the surface of the balloon near the damaged area. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface could have led to the damaged condition found on the received device. As warned in the IFU, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter.¿ the IFU also warns, ¿when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of resistance before proceeding.¿ neither the product analysis, nor the phr review suggest that the failure experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. (B)(4).

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.